Manufacturer narrative:
(B)(4).

Event description:
The pt felt shocking from the implantable neurostimulator for a short time. It then stopped providing stimulation. There was poor recharge coupling. The pt stopped recharging the device about 2 months ago. An overdischarge was suspected. The pt had moved and didn't have insurance. The local field rep was contacted regarding the situation. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.